Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic/ID-481 a patient isolate was (serratia marcescens) was misidentified as escherichia coli. No health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information b3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: this complaint is for misidentification of serratia marcescens as escherichia coli when using phoenix panel nmic/ID-481 (catalog number 449517) batch number 5127444. Customer returned panels, isolates or phoenix generated lab reports were not available for the investigation. To investigate, panels of the complaint batch and control panels from the same material but different batch were tested using in house isolate s. Marcescens 17323 on a phoenix m50 machine and evaluated for identification results. The panels tested identified their inoculated isolate correctly, this complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the panel phoenix nmic/ID-481 a patient isolate was (serratia marcescens) was misidentified as escherichia coli. No health impact or consequence reported.